Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers were not detected on the communication bus. A field service engineer replaced the modular controller board and both drawer controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system sf6flr auxiliary drawer 5.1 and 5.2 were not detected on the communication bus. The customer stated that the nurses had to go to another station to retrieve the required medication and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.